Event description:
Customer reported via phone, she had changed her entire set after supper and since then her blood glucose has been rising. Customer did two temporary basals. Troubleshooting was performed. Customer's blood glucose was 183 mg/dl, current 235 mg/dl. Customer's symptom was she felt cold. Air bubbles were found at the bottom of the reservoir cap but customer was able to purge them out. Customer was disconnected during the call and attempt was made to contact her back but call went to voicemail. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.